Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10 the valve was returned for evaluation. Review of the history device records for the valve, product code 82-3832 with lot 3426956, conformed to the specifications when released to stock on the (B)(6) 2019. Unique device identifier (UDI) :(B)(4). Failure analysis - the valve was visually inspected, some biological debris was noted inside the valve and needle holes were noted in the needle chamber; the proximal connector was missing. A metal connector was attached to the valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the missing proximal connector is probably due to user error. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but no functional issues were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve malfunction. The valve was implanted in isolated fourth ventricle, via ventriculoperitoneal shunt on (B)(6) 2020 after a subarachnoid hemorrhage. The initial setting was 60 mm h2o. On (B)(6) 2020, ventricular enlargement was observed, so the setting was changed to 30 mm h2o without improvement of the ventricular enlargement. The flow of the valve was checked by a shunt contrast study and flow was confirmed until peritoneal catheter and ventricular catheter. No occlusion was observed. On (B)(6) 2020, the patient was taken back to the operating room and the valve was replaced with a new codman hakim programmable valve product. There was no blood in the removed valve. The patient recovered without any further complications.